Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the loss of connection resulted in the customer experiencing low blood glucose levels of 48-58 mg/dl. The customer consumed a glucose tablet to address the low bgs. Reportedly, the pump and transmitter regained connection.